Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, the patient had a pericardial effusion following the dissection of the coronary sinus. Pericardiocentesis was performed to resolve the event and the patient's condition was stable following the procedure.